Manufacturer narrative:
(B)(4). Evaluation codes were provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The umbilical hernia was diagnosed on an unknown date in (B)(6) 2015. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an umbilical hernia and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with pd therapy. Six days prior to receipt of this report, the patient was hospitalized ¿to perform an umbilical hernia correction¿. Three days prior to receipt of this report the patient passed away during the hernia repair surgery. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death. No additional information is available.